Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed high amplitude non-physiological noise resulting in inappropriate therapy. The device was reprogrammed from the primary sensing vector to the secondary sensing vector. Technical services (ts) reviewed the device data and provided troubleshooting recommendations. Ts also advised to keep device permanently programmed to the secondary vector. The device remains implanted, and the patient will be monitored. New information received indicates that additional oversensing was observed. Ts recommended troubleshooting and imaging. During the troubleshooting, noise was observed in several positions and sensing vectors. Ts noted that the patient has lost weight and it appears that there was some slight rotation as a result causing a kink in the electrode tip near the header. Ts recommends system replacement. New information received indicates that system replacement was performed and a new transvenous system was implanted. The explanted system is expected to be returned for evaluation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed high amplitude non-physiological noise resulting in inappropriate therapy. The device was reprogrammed from the primary sensing vector to the secondary sensing vector. Technical services (ts) reviewed the device data and provided troubleshooting recommendations. Ts also advised to keep device permanently programmed to the secondary vector. The device remains implanted, and the patient will be monitored. New information received indicates that additional oversensing was observed. Ts recommended troubleshooting and imaging. During the troubleshooting, noise was observed in several positions and sensing vectors. Ts noted that the patient has lost weight and it appears that there was some slight rotation as a result causing a kink in the electrode tip near the header. Ts recommends system replacement. New information received indicates that system replacement was performed and a new transvenous system was implanted. The explanted system is expected to be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was returned severed into two pieces approximately 62 mm from the terminal end. Visual inspection noted that the coils were stretched at the proximal end of the shock coils and the coils were bunched at the distal end. This damage is consistent with explant damage. A fracture of the sense a and sense b conductors were observed via x-ray approximately 25-27 mm from the terminal end. The fracture characteristics were consistent with cyclic fatigue. Insulation damage was also observed approximately 25 mm from the terminal end. There was terminal boot insulation damage (abrasion/tear type damage) where the terminal assembly would exit the device header. The poly insulation underneath the area appears intact and undamaged. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed clinical observations.